Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated,

Event description:
It was reported that patient had her scs system explanted sometimes in 2018. Date of explant is unknown. That is all the information available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.